Event description:
The customer reported that the sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep diagnosed a bad hard drive. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.